Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative. A consumer said that following directions as stated both tests came out negative and later that day, he/she tried a different brand's test and it came back positive as well as the doctor's test. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) Following by reporter's consent.